Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that the clinical patient underwent a left reverse total shoulder arthroplasty on (B)(6) 2015. The patient was reported to have expired due to unknown causes on (B)(6) 2016.